Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.

Event description:
In 2005, the pt contacted lifescan alleging that his one touch ultra meter was reading inaccurately erratic. The pt reported blood glucose results of "493 mg/dl and 70 mg/dl" with a lifescan meter, performed between 11 to 20 mins of each other. He took insulin following the use of the meter. The pt did not experience symptoms or seek any medical attention. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. During troubleshooting, the customer service agent discovered that the first digit appearing on the meter display had missing segments. Qc testing was not performed, as the pt was unable to recall when he first opened the vial of control solution. The complaint is being reported as a meter malfunction due to missing segments. The meter, test strips, and control solution were replaced.